Event description:
It was reported that during a left hemicolectomy procedure, the tissue pad was little detached. It was found that the blade had touched to the clip two times and also that the device was activating without tissue for a short time. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/09/2008. Information anticipated, but unavailable at this time.